Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the left ventricular lead was unable to be implanted. Several attempts to implant the lead were unsuccessful. The lead was not used and replaced. The patient was in stable condition.